Event description:
End user reported a red rash under the mass that extends under the tape border. This redness began years ago but the end user states it has gotten worse over the past week. She is alternating between a convatec and a coloplast product. She reports that both products are causing the redness.

Manufacturer narrative:
Based on the available information, the event was deemed a serious injury. According to the end user, she cleans her skin with av cleansing foam; parts dry; and applies stomahesive powder; non sting protective barrier wipes and then the wafer. The end user was instructed to contact her physician. Skin care and crusting techniques with stomahesive powder were also discussed. The end user was instructed to call back with concern or questions. Samples of moldable wafers were sent. No additional event information has been provided. A return sample for evaluation is not expected. Should additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
The product associated with batch 2l00887 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on october 23, 2015. The product associated with lot# 2l00887 was manufactured according to specification. After a thorough batch review, no discrepancies, non-conformances or deviations were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).